Manufacturer narrative:
Product analysis: analysis was able confirm the customer comment that the programmer was unable to update and the screen returned to the startup display and the update was not completed. It was determined at analysis that the programmer cursor was jumped when it was testing for touch screen debug procedure. It was also noted that power cord was damaged. Latch is broken off of media bay door and keyboard latch was broken. Additionally, it was reported that the hard drive was updated from 10gb to 20 gb. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an attempt was made to update the programmer, however, the screen returned to the startup display and the update was not completed. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.